Manufacturer narrative:
Additional information was added to h6 and h11: h11: the actual device was not available; however, one (1) photograph and one (1) video of the sample was provided for evaluation. The video was reviewed and showed the female connector was separated from the main body. The reported condition was verified. The cause was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of the minicap transfer set. This occurred before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.